Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No cosmetic damage noted.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 419 mg/dl. The customer treated with manual injection. The customer stated that the pump was not delivering insulin. The customer thought the delivery anomaly might be due to bolus. The customer stated that the cannula was bent. The customer was assisted with the displacement test and the pump alarmed no reservoir. The product was returned for analysis.